Event description:
During a lap sigma procedure, the device had error code 5 on display from the beginning, no function. Took new instrument to complete the case. No further information is available. No patient consequence.